Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed and replaced. Upon explant, fluid loss was noted; however, the source was not identified. Additionally, debris was found inside the device. It was indicated that the nature of the debris was not identified. There were no patient complications.